Manufacturer narrative:
(B)(4). Catalog number is the similar us list number, the international list number is unknown stoma site infection is a known complication of a peg- j tube placement. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient experienced a high level of exudate and odor from the stoma site, following tubing placement. Patient was prescribed flucloxacillin four times daily for the stoma site.